Event description:
The complainant reported that the impella 5.5 was inserted on the patient with cardiomyopathy. While the impella was on support flow saturated and pump stop occurred. Unsuccessful attempts were made to restart the 5.5. The 5.5 was pulled back across the aortic valve and the patient was cannulated for extra corporeal membrane oxygenation. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the pump stop and saturated flow has been completed. Product was returned and evaluated. The pump passed all electrical testing. There was blood found in the purge line. High purge pressure reproduced and was resolved once cutting the catheter at ~70 cm, where the blood had reached in the purge line. Upon initial inspection, there was no biomaterial found around the purge gap, impeller, or cannula. The motor housing was torn down and biomaterial and blood was found in between the rotor and stator as well as just under the purge gap. Data logs were reviewed. The first pump stop occurred on the night of 12/27 with the final pump stop on 12/28. Log review showed a gradual increase in purge pressure (only reaching ~8000 mmhg) from 12/24 to 12/26. When the logs begin again on 12/27, the purge pressure was ~1750 mmhg with a purge flow of 0. The pump was running at this point until multiple motor current spikes and "impelled stopped - motor current high" alarms. The pump was able to be restarted for about another hour before the mc spikes and alarms occurred again early morning on 12/28 and could not be restarted. Flows were on the lower side from the time the purge pressure started gradually increasing on 12/24. When logs begin again on 12/27, the pump flow is completely saturated until the end of the case. There are no mc spikes or abnormalities seen prior to 12/27. The high purge pressure was due to biomaterial that led to blood ingress and the pump stop. The root cause of the pump stop was biomaterial based on evidence in the logs and biomaterial found inside the motor and just under the purge gap. The root cause of the saturated flow was biomaterial based on evidence in the logs and biomaterial found inside the motor and just under the purge gap.